Event description:
The pt remained on a ventilator postoperatively and required a tracheostomy in 1998. The pt had renal insufficiency and oliguria and was treated with aggressive diuretic therapy. CT scan revealed retroperitoneal hematoma . The pt developed clostridium difficile toxin and was treated with antibiotics. The pt remained ventilator dependent, rec'd intermittent transfusions, total parentral nutrition and physical therapy. In 1998, echocardiogram showed ejection fraction of 55% with "well-seated" valves. The pt developed adult respiratory distress syndrome, became oliquric and despite pressor therapy, the pt expired almost a month later. This was the replacement valve for 2648612-2001-00205.